Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the atrial portion of the lead exhibited both over- and undersensing. The atrial sensing portion of the lead was capped and the device was programmed to ventricular sensing and pacing only. The ventricular pace/sense portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.